Event description:
It was reported that an increase in threshold and a decrease in sensing were observed. X-ray showed lead's helix damaged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.